Event description:
Boston scientific received information that during a routine revision for device replacement, x-rays of this subcutaneous array were obtained that showed uncoiling of the lead in addition to insulation damage. It was noted that the patient had never received a shock though some atp was previously noted to have been delivered. All lead measurements were within normal limits. As the lead was a prophylactic implant the physician chose to not revise it. The patient's leads were connected to their new device and revision procedure completed without consequence. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.